Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery. The recipient reportedly resumed device use. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent device repositioning surgery on (B)(6) 2019 and again on (B)(6) 2020. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent device repositioning surgery on (B)(6) 2019 and again on (B)(6) 2020. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.